Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Knee revision required as a result of a failed knee arthroplasty. Original surgery was in (B)(6) 2002. Polyethylene had worn away completely on lateral side. Patient consequence? :yes. Patient consequence description: there was bone loss behind the lateral femoral component upon removal. Metallosis was also present. Action taken for procedure: knee revision was performed, removal of the old implants and replacement with knee revision components. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.